Event description:
It was reported the bd intima-ii y 24gax0.75in prn/ec slm leaked. On june 19, 2024, a nurse in our hospital used a closed intravenous indwelling needle produced by suzhou bidi medical equipment co., ltd. To puncture a patient and found that after the indwelling needle was successfully punctured, leakage was visible from the transparent catheter during infusion. After wiping, it was found that there was still leakage, which suggested that the pipeline was damaged. The infusion was paused and the bd needle was removed. The infusion was normal after replacing the indwelling needle with a new one. This situation affected the work of medical staff and the treatment of patients.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3052735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.